Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient was trying to increase stim and was not able to. It was determined during the call that patient's ins was turned off. Patient stated she thought it was on. Patient did not feel stim for 2-3 days. The exact date of the event was not provided. During the call, patient turned the ins back on and increased stim. Patient confirmed she now felt the stim. The issue was resolved and no further complications were reported/anticipated.